Event description:
The pt was implanted with an itrel implantable pulse generator and lead for spinal cord stimulation for peripheral neuropathy in 1999. The hcp reported that the pt developed tachycardia secondary to electrical conduction through remnants of pacing wires that the pt had for pediatric cardiac surgery. In 1999, the ipg and lead system were explanted and returned to the MFR for analysis. On follow-up by the hcp, the pt's tachycardia had resolved.